Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error detected due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer stated that the notification light stopped flashing immediately. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.